Event description:
The recipient reportedly experiencing decreased performance due to device migration. Device testing revealed no abnormalities. The recipient underwent device repositioning on (B)(6) 2022.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed following repositioning surgery. The recipient's device was reactivated and the recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.